Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission non-sustained lead noise due to post -paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.